Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. H6: complaint history review: a complaint history review was performed which indicated that there were no complaints found for the reported lot number. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the drill bit device failed visual inspection as the cutter was bent. The returned cutter¿s external features were visually inspected and it was observed that the cutter¿s tip was broken. The cutter was examined using 28x magnification and it was determined that there was excessive force applied. It was noted that the cutter¿s thickness was measured and found to be within specification. It was further determined that the reported failure was not related to design or material defects. It was determined that the root cause of the complaint was due to an excessive lateral or side-to-side force. It was noted that the information for use (IFU) states: do not force the cutting burrs while operating. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: drill bit device; (B)(6) 2021. The complete facility address and phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4).

Event description:
Report 1 of 2 of the event it was reported from (B)(6) that during a craniotomy surgical procedure to treat an occipital skull defect, it was observed that two drill bit devices broke while applying the central tenting to the bone fragment in order create an additional suture hole. It was noted that the bone fragment was pre-frozen and sterilized prior to the procedure and the bone fragment was drilled for a suture hole. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.